Event description:
It was reported that the cuff was being tested with sterile water in cuff prior to insertion and only one side of the cuff inflated. Surgeon present at the time as well and witnessed defective cuff. Cuff was manipulated, but the other side still did not open up. A new cuff trach was obtained which worked well. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Sample was filled with 5cc of air. When we inflated the unit with air, the cuff only inflated one side. According to the instruction for use, the pilot balloon was manipulated and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the time the cuff inflated completely. The complaint is not confirmed this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.